Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It was noted the distal end of the electrode was covered with blood.

Event description:
It was reported that the patient collapsed at home. Resuscitation was performed for a short time. An electrocardiogram was done and it revealed there was exit block due to no capture with the lead. The lead was removed and a new lead was implanted and connected to the device and no capture was observed. The device was then replaced and the system was functioning normally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.